Event description:
The site's handheld and software were returned for analysis. An analysis was performed on the returned flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the handheld and the reported allegation was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
It was reported by our country manager in (B)(6) that during a version 8.1 upgrade the handheld computer's screen did not respond to touches. A hard reset was attempted many times and it did not solve the event. After the software update to version 8.1 the was screen of the device was not responding properly to input. It was reported that it seemed uncalibrated. It was reported that they tried to recalibrate the device via the options menu, the button for access was either not there or not active. In addition the device acted quite sluggish and the buttons to set time and date showed clear signs of an uncalibrated display. Good faith attempts are underway to have the product returned for analysis.